Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult safety mechanism activation is confirmed, but the root cause could not be identified. One 18 ga accucath ace was returned for evaluation. An initial visual observation showed no obvious use residues throughout the returned accucath ace. The device was returned with its catheter attached to the needle shaft, and the needle cover was returned with the device. The needle shaft appeared slightly bent upon the return of the device. A functional test of attempting to slide the guidewire through the device revealed the guidewire passed through the needle shaft without observed resistance. The catheter was subsequently removed. A functional test of pressing the white safety mechanism button revealed the needle only partially retracted while the distal needle tip was still exposed and not completely inside the housing of the device. The proximal end of the accucath ace was tapped gently on the table, and the needle was able to become properly enclosed by the housing of the device. The bend in the needle shaft was observed to prevent the needle from retracting completely inside the device housing. The root cause of the bend in the needle shaft leading to the safety mechanism failure could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported snagging guidewire18g- needle won't retract. No patient harm. No further information was provided.